Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 19:40:52. During night drain cycle seven, the patient's ultrafiltration reading was 2045ml, indicating the home patient (hp) drained 2045ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including initial drain. If any additional information is received, a follow-up will be sent.